Event description:
This pump had a confirmed bent platen (door) during routine maintenance. There was no patient involved.

Manufacturer narrative:
Results: device was confirmed to have a bent door, which results from being dropped. The bent door was discovered during routine maintenance. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure. The door assembly can become bent when dropped or damaged from use.